Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that the device was bent in the anatomy resulting in preventing the shaft lumens from moving freely resulting in the reported difficult to advance, the reported thumbwheel difficulties and the reported difficulty deploying the stent; however this cannot be confirmed. Additionally, it is possible that interaction/manipulation of the compromised device ultimately resulted in the reported stent material separation; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. The treatment appears to be related to the operational context of the procedure as reportedly another absolute pro ses was implanted to connect the separated stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a target lesion in the right femoral artery. The 6.0x120mm absolute pro self expanding stent system (sess) was advanced to the lesion on a 0.035 guide wire. Resistance was felt with the delivery system thumbwheel during deployment of the stent. The stent broke into two pieces but remains in the target lesion. Another absolute pro ses was implanted to connect the separated stent. There was no adverse patient sequela and no clinically significant delay.

Manufacturer narrative:
The device was returned for analysis. The reported physical resistance / sticking was able to be confirmed. The reported difficult or delayed activation was unable to be replicated in a testing environment due to the condition of the returned device. The reported material separation - stent was unable to be confirmed as the stent was deployed in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported physical resistance / sticking and the reported difficult/ delayed activation appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling and/or interaction with the anatomy resulted in the noted device damage (sporadically wrinkled sheath) thus resulting in preventing the shaft lumens from moving freely resulting in the reported thumbwheel difficulties and the reported difficulty deploying the stent. Manipulation of the compromised device in attempts the deploy the stent resulted in the noted separated outer member; likely contributing to the reported difficulties. Additionally, it is possible that interaction/manipulation of the compromised device ultimately resulted in the reported stent material separation; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported stent material separation. The treatments appears to be related to the operational context of the procedure as reportedly another absolute pro ses was implanted to connect the separated stent. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4 - lot# updated from 2031161 to 3072761. D4 - expiration date updated. D9- device available for evaluation updated from ¿no¿ to ¿yes¿. H3 - device returned to mfg? Updated from ¿no¿ to ¿yes¿. H4 - device mfg date updated. H6- type of investigation code 4117 was removed. H6- investigation findings code 213 was removed. H6- investigation conclusions code 67 was removed.